Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 29, erv: less than 2 ml. An alarm was heard and confirmed by telemetry as a non-critical alarm due to low reservoir volume, the patient had missed her refill. It was later reported that the volume discrepancy had occurred twice recently with refills where there was excess drug found in the reservoir compared to the erv. The nurse was not aware if the patient was experiencing any symptoms as the patient had moved states and was not presently managed by them. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8731sc, serial #: (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information: it was reported that the catheter was "crimped" in (B)(6) of 2012. The patient's doctor "put a new tip" on the catheter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).